Event description:
It was reported the insulin pump had alerted low battery life. Customer's blood glucose was unknown. The device is being returned for further analysis.

Manufacturer narrative:
No unexpected low battery alerts noted during testing. However the insulin pump had constant failed battery test alarms during battery change due to bent battery tube spring. Displacement test, operating currents, and off no power test were not performed due to damaged battery tube springs. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and shifted end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.